Manufacturer narrative:
(B)(4). The device failed functional testing due to multiple test fills and drains being outside of volumetric specifications. The event history log of the device was reviewed and found nothing related to the reported issue. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. The device successfully passed the final test and calibration with no difficulties encountered after servicing. The problem could not be confirmed and no cause was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) machine was returned for service and failed returned instrument test/evaluation for volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is in progress. If additional relevant information is obtained, then a follow-up MDR will be submitted.